Event description:
It was reported the patient was implanted with a non-rechargeable device in (B)(6) 2013 and by (B)(6) 2013 the patient reached end of service (eos). It was reported that prior to eos the patient met with their manufacturer representative and they changed their settings and they were uncomfortable. It was noted the stimulation wasn¿t doing anything for their feet or lower back and that their pain is in the lumbar/sacrum area. It was noted the patient was told they reached eos due to their high settings. It was reported the patient was then implanted with a rechargeable device. **information omitted pertaining to event (B)(4) ¿ inadequate pain coverage. These two events are unrelated** additional information received reported the manufacturer representative was unaware of the patient¿s battery depletion until they had their system replaced in (B)(6). It was noted the patient had very high voltage settings, between 7 and 8 and had their stimulation on 24 hours per day, 7 days per week.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 9 7754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).